Event description:
It was reported that the filter was successfully placed in 2003. Six days later, the filter was surgically removed due to migration. It was reported that the patient was very hypovolemic at the time of implantation, with the vena cava measuring 12mm at implant and 24mm after rapid fluid replacement.